Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water leaked when checking the foley catheter cuff.

Event description:
It was reported that the water leaked when checking the foley catheter cuff.

Manufacturer narrative:
The reported event was not confirmed. Five photos were received for evaluation. The first photo shows a top view of a two way foley catheter and syringe. The second photo shows the inflation and drainage arm evidencing the lot number printed in the cap. The third photo shows the deflated balloon and tip. The last two photos show the catheters cap and trays label. Received 1 all silicone foley catheter with syringe. Inflated the balloon with the returned syringe and 10 ml of methylene blue solution (3 drops 1percentage aq methylene blue per 100ml distilled water). The catheter rested with no leak and the concentricity was within specification. The returned syringe was connected and the balloon passively deflated in 48 seconds with no issues or cuffing. No root cause could be found because the reported event was unconfirmed. The reported event is unconfirmed therefore, a DHR review is not required. The reported event is unconfirmed therefore a labeling review is not required. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.